Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having a black dot in insulin pump. Customer reported that reservoir was empty and received a no delivery alarm when the act button was pressed. Customer's blood glucose was over 500 mg/dl. Customer removed infusion set and it was found that cannula was bent. Customer change infusion set and treated high blood glucose. Customer was advised to call when needed.